Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the knotless fibertak¿ with #2 suture, identified that the white/black sutures were damaged/cut. No problem found with the driver. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, excessive force applied during suture passage, which could compromise suture integrity, and/or the device contact with another instrument during use, potentially causing damage.

Event description:
On 18th july 2025, it was reported by a distributor via email that for an ar-3638, knotless fibertak¿ with #2 suture (5-box), the knotless fibertak passing suture was broken while passing process led the repair suture to be unable to pass through the anchor to complete the tensioning mechanism. This was detected during use in a bankart procedure on (B)(6) 2025. The procedure was completed successfully as an additional fibertak was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.